Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6) 2018, the customer transferred a patient to their unit at roughly 3:30am. The patients spo2 dropped below alarm levels, and no alarm was triggered. Upon further inspection, the customer biomed turned spo2 alarms back on, and has since received no issues. The customer believes that the spo2 alarms were turned off without any interference from clinical staff. Patients vitals were noted in a room visit and properly treated. The patients vitals were noted in a room visit and were properly treated. The type of treatment required was unknown at the time this report was due. When the fse had arrived at the site, the patient had been placed on life support; it was unclear whether it was.

Manufacturer narrative:
H3 and h6: a philips field service engineer (fse) went onsite and pulled the configuration file and audit log of the intellivue mx800 patient monitor which was forwarded to a philips clinical specialist (cs) for further analysis. During the evaluation of the configuration report from the configuration file it was found that the spo2 alarms were set to "off" by default. The audit log revealed that the patient was discharged on (B)(6) 2018 at 03:35. Following the discharge, the settings for the adult profile were loaded, with the spo2 alarm setting "off". Unless the spo2 alarm was actively turned on, no alarms for the spo2 measurement were announced. The customer biomed later confirmed that the spo2 alarms were turned back on and no further issues were reported by the customer. The biomed confirmed that the spo2 alarms were set to "on" which resolved the reported issue no further calls were received from the customer regarding the reported device and issue. The monitor worked as intended and there was no malfunction of the device. This issue was caused by the spo2 alarms set to "off" as a default in the configuration. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.